Event description:
Revision surgery - the clp stem was loose; it subsided in the femoral canal. There was tissue inflammation, but no infection.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose stem after four years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number: one due to trauma. This is the first complaint for this lot number. The root cause for the loose stem was due to subsidence. There is no information reported that showed a material, design, or manufacturing problem with the product.